Manufacturer narrative:
During an interventional procedure of the right renal artery, the genesis pro stent delivery system could not cross the lesion and the stent dislodged while trying to remove the device from the patient. It was felt that it dislodged when it was coming back into the sheath. There had been no difficulty in tracking to the lesion. Negative pressure had not been applied to the balloon prior to the dislodgement, and excessive force had not been applied. The stent did not migrate, but there had been a small amount of difficulty in snaring the stent. Strut uplift was noted after the stent was removed. There was no injury to the patient, and the lesion was left untreated. The reported stent dislodged in patient and strut uplift failure were confirmed. However the exact cause of the stent dislodged and strut damaged could not be conclusively determined; controls are in place to prevent damaged stents from leaving the facility. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors and/or vessel characteristics and is not related to a product quality issue. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is needed. A non sterile pg on opta pro 5.0mmx18mm, 80cm was received coiled and inside a bag. The balloon was found partially inflated at distal side. Blood residues were found in the balloon and hub. The stent was received detached and damaged on one side, it presents uplift struts. No other anomaly was observed in the returned device. The stent was reviewed under microscope at 25x of magnification and the stent was noted damaged and the struts were found to be compressed on one side. The stent was not expanded. A review of the manufacturing documentation and it was observed during review that no non-conformances or excursions were generated and no other incidents were noted for this lot. The reported stent dislodged in patient and strut uplift failure were confirmed. However the exact cause of the stent dislodged and strut damaged could not be conclusively determined; controls are in place to prevent damaged stents from leaving the facility.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional procedure of the right renal artery, the genesis 5x18mm 80cm pro could not cross the lesion and the stent became dislodged while trying to removed the device from the patient. It was felt that it dislodged when it was coming back into the sheath. There had been no difficulty in tracking to the lesion. Negative pressure had not been applied to the balloon prior to the dislodgement, and excessive force had not been applied. The stent did not migrate, but there had been a small amount of difficulty in snaring the stent. Strut uplift was noted after the stent was removed. There was no injury to the patient, and the lesion was left untreated.